Event description:
Customer claims that as unit with pt on board was being transported, one of the wheels slipped into a one-inch deep rut and caused the cot to tip and pt to fall to the ground. When emts attempted to load unit and pt into ambulance, unit was difficult to operate. No injuries reported.